Manufacturer narrative:
Product analysis : analysis of logs were reviewed and confirmed rpi 102926, background-foreground issues cause application crash or freeze. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when performing the threshold testing of the lead, the programmer had lost communication. All of the buttons were grayed out, and pacing could not be turned off. The programmer displayed a message indicating it could not communicate with the analyzer even though the connection symbol still indicated a connection. A legacy style programmer was used to complete the testing. The programmer remains in use. No patient complications have been reported as a result of this event.